Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was adjusted on (B)(6) and at the time of report the patient was in so much pain. It was noted the pain was getting worse and worse no matter how high it was or how low it was. It was noted the patient was good up until (B)(6). It was logged the patient fell the night prior to report because muscles were so stiff and could not move hardly at all. It was logged the patient was alone most of the time and the patient was just tired of it. It was noted the symptoms were acute pain. It was logged the symptoms occurred after adjustment on (B)(6). It was reported that in the appointment they had the patient do all these positions like sit up, lay down, and at time of report she was in "so much pain". It was noted the patient's location was her home. It was noted the patient did know how to turn off the device if she needed to. It was reported the spinal cord stimulator was implanted for chronic pain, and they were having trouble with the "pain getting worse and worse no matter how high it was or how low it was until they did adjustments on (B)(6) which made it worse." It was logged the patient was "good up until (B)(6)." It was noted that at the time of report the patient hurt all the time. It was reported the patient fell the night prior to report "because her muscles were so stiff and could not move hardly at all and it alone most of the time and patient was just tired of it". It was noted the patient had it where it wasn't bothering her and she could do things. It was logged they had the patient turn on back, lie down, and at time of report it could not quit hurting and was stiff. It was noted the muscles were sostiff she could hardly move them. It was logged that the night prior to report the patient tried to get up after sitting in chair and "waited awhile" trying to get in the chair. It was noted the patient had not called because she thought maybe it would get better. It was noted the muscles were stiff and did not want to move and would not work like they used to. It was logged this never occurred since the device was implanted, then they "made her move and turn and go into all kinds of positions and the patient was in constant pain, kept at .7, .8, .9, was not comfortable, and hurt all the time." Additional information received reported the patient went to the emergency room the tuesday prior to report due to the pain. It was noted she met a manufacturer representative there who reprogrammed her stimulation but it had not helped that much. It was noted they did an x-ray but everything looked okay. It was logged she had an appointment to see the doctor on (B)(6) 2014. It was noted the patient's trial with the stimulator was so good, she did not understand why this was not helping her. Additional information reported the patient had muscle spasms. Actions included taking tizanidine. The patient had an adverse reaction to tizanidine and was hospitalized in the third week of (B)(6). The patient was given skelaxin as an alternative. The muscle spasms were noted as unlikely to be device related. The patient was recovering and since they had started on skelaxin they felt much better.